Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient received an injection of vancomycin (1 gram, frequency and route not reported) and amikacin (50 mg, frequency and route not reported) for peritonitis. The outcome of the peritonitis event was unknown. The action taken with dianeal therapy was unknown. Additional information was not available.